Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. Additional info has been requested. A copy of this article can be obtained at http://www.ncbi.nlm.gov (B)(4).

Event description:
Literature: la grua m, michelagnoli g. Rare adverse effect of spinal cord stimulation: micturition inhibition. Clin j pain. Jun 2010;26(5):433-434. Summary: this article describes in detail a case of micturition inhibition after spinal cord stimulation for central neuropathic pain syndrome. The pt had previously undergone a laminectomy due to an angioma causing compression of the spinal cord and resulting in cauda equine syndrome, after which surgery paroxysmal pain episodes had begun twice about every two hours, associated with urinary bladder repletion. Pain relief followed micturition. MRI and electromyography had shown a narrowing of the spinal canal and an axonal neuropathy affecting the cauda roots. The pt then agreed to undergo spinal cord stimulation trial with implantation of a multipolar lead. Reportable event: during the post-operative period, the (B)(6) year old male pt experienced complete pain relief, but developed urge incontinence episodes every hour. Three days after surgery, the pt experienced acute urinary retention and was diagnosed with neurogenic bladder syndrome. Stimulation was stopped for 15 days, but the urinary retention persisted with the absence of any urge to urinate and the pt was required to self catheterize. At this time medications were discontinued. Twenty days after cessation of stimulation the pt experienced a return of pain, and in the next 10 days, bladder function recovered. Upon resumption of the stimulation, the neurogenic bladder dysfunction immediately reappeared despite limiting stimulation use to acute bursts of pain. The lead was removed due to the inability to achieve pain relief without urinary retention. The authors hypothesized that the preexisting anatomical damage was an essential factor contributing to the complications. See attached literature article.